Event description:
It was reported that the bd slip tip syringe with the bd precisonglide¿ needle leaked past the stopper during use. The following information was provided by the initial reporter: "the stopper leakage".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 10-jan-2023 . H6: investigation summary our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of leakage past stopper was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no abnormalities or defects on the sample. The sample underwent leakage testing, and the sample did not show any signs of leakage. Bd cannot determine a root cause since the defect was not confirmed in the sample testing. Production records were reviewed, and this batch was compliant with our product specification requirements.

Event description:
It was reported that the bd slip tip syringe with the bd precisonglide¿ needle leaked past the stopper during use. The following information was provided by the initial reporter: "the stopper leakage."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.